Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed bicarbonate buffer test dop114-830. Both sensors passed with accurate readings.

Event description:
It was reported that the customer had high blood glucose levels of 430 mg/dl. The customer could not perform troubleshooting because lack of a tubing clamp. The customer treated herself with a manual injection. The customer stated she received a lost sensor alert. The customer stated that when she removed the sensor, the sensor cannula was bent. Nothing further reported.